Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the force bipolar instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the force bipolar (part# 471405-06 / lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022 on system system serial# (B)(4). There were 3 uses remaining after this last usage. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, an "arm not ready remove instrument" message appeared and the led on universal surgical manipulator 1 (usm1) was amber. The customer attempted to remove the jaw part of the force bipolar but the instrument could not be pulled out. It was reported that the tip of the instrument was bent and was stuck at the cannula tip. A backup instrument was used to continue the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. An error related to the arm occurred since the instrument could not be removed. The customer felt like some metal part of the jaw was hooked and the instrument was removed with the cannula. The jaws were not stuck on tissue when the issue was identified. No tissues were clamped when the issue occurred. The instrument was removed with the cannula. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal or bleeding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bent grip tips to be related to the customer reported complaint. For clarification, the instrument was found to have a bent grip, causing a side to side misalignment of the grips. There was a 0.028¿ offset at the tips. As a result, the grips cannot open and close properly or feed through the cannula on the in-house system. The root cause of is typically attributed the user mishandling/misuse.